Manufacturer narrative:
Device evaluation summary: visual inspection of the opened device shows the introducer tip is protruding out of the tip and the introducer appears to be deformed inside the body of the cannula. The introducer insertion force appears to be tight. Reason for return was confirmed. This regulatory report is being submitted due to retrospective review through CAPA 624392 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-medicus nextgen pediatric arterial and venous cannula, it was reported that when preparing to use the cannula, the introducer did not extend up to the cannula tip, and it got deflected easily inside the cannula. The device was replaced for the procedure. There was no patient involvement, so no adverse effect occurred. The customer has enquired as to whether the introducer was poor or whether the lumen of the cannula tip was narrow. Medtronic received additional information that the cannula was not heated or cooled prior to use. The customer stated that there was no recognition that something had come off.